Event description:
Before the surgery (before cleaning) at the hospital, it was found that there was a foreign material on the threads of some hooks. They cleaned these and the foreign materials were gone but one hook still had the foreign material on the thread. Our loaner department inspects all the implants before shipping them to our customer. There was no foreign material found on the thread when we inspected it before shipping. <internal comment> the hooks are put on the rubber pad in the tray and we assume that the part of the rubber pad shedded by the threads of the hooks and those sheddings sticked to the...

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.